Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon and stent damage was noted. The 90% stenosed lesion being treated was located in the non-calcified, moderately tortuous proximal left anterior descending (lad) artery. The physician gained access through the radial artery, the stent moved on the balloon during introduction. Several attempts were made to place the 3.50 x 24 mm taxus express2 drug eluting stent, but resistance was encountered and the stent was unable to cross the lesion. The proximal edge of the stent appeared to be flared under fluoroscopy. The physician attempted to retrieve the stent delivery system (sds), but the stent struts caught on the guiding catheter. Then the physician attempted to retract the sds and guiding catheter, but met strong resistance in the brachial artery. The physician made another access point in brachial artery. The distal portion of the sds was removed through the brachial access. The device was cut and the remaining portion was removed through the original radial access. No additional pt complications were reported. Pt status reported as "good".